Event description:
Healthcare professional reported "late seroma which does not improve with the treatment, repetitive. Double capsula". Device has been explanted. This relates to the left device.

Manufacturer narrative:
(Health effect impact code): (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: double capsule and seroma-late.

Manufacturer narrative:
Correction on reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional additionally reported, capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified: seroma-late: unable to observe as it is a medical event that is not related to the device. Double capsule: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side "late seroma which does not improve with the treatment, repetitive. Double capsula". Healthcare professional additionally reported, capsular contracture baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported, left side "late seroma. Which does not improve with the treatment, repetitive. Double capsula". Healthcare professional, additionally reported, capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Seroma-late: unable to observe, as it is a medical event. Not related to the device. Double capsule: unable to observe, as it is a medical event. Not related to the device. Additional observations: yellow biological tissue observed, in the surface of the shell. Observed, two openings in anterior side assessed, as surgical damage. No further actions are required, as the device was implanted.